Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. The proglide device was prepped per instruction for use. Reportedly, no blood flow from the marker lumen was observed. The proglide device was removed and the sheath was noted to be kinked. Manual arterial compression were applied to achieve hemostasis. There was no adverse patient sequela and a 15 minute delay in the procedure occurred due to the manual arterial compression. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported no blood flow from the marker lumen was not confirmed. The kinked sheath was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.